Event description:
The pt received two leads with the same lot number. It was reported the pt did not have effective stimulation. The physician removed both leads and replaced them with two new leads. It was reported the old leads were discarded. Follow up found the pt received stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.